Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Nine representative samples were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that a tactile and microscopic inspection of the sutures was performed with no abnormalities. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, upon opening of the suture, it was found that the thread was broken for all the reported devices.